Manufacturer narrative:
The cpu pcba was replaced to prevent failure. The unit was checked overall, cleaned, run in tested and functional tested. No patient information provided.

Manufacturer narrative:
During further investigation, a visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in a further investigation test ventilator. The test ventilator was powered up from ac and operated for two hours without errors. Post was executed 15 times during this test and no failures occurred. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The cpu board was tested and no failures were identified. The 1101 error code could not be duplicated.

Event description:
The international customer reported that when a nurse found the alarm display ( "ventilator rebooted" was displayed) at around 6:00am, the v60 unit was operating without any problems and there was nothing wrong with the patient. Upon receiving a call, the manufacturer's sales person instructed them to replace the unit with alternative v60 as a precautionary measure. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.